Manufacturer narrative:
During the index procedure the 2nd diagonal branch was treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the mi as no event and commented that there was no side branch occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stents were implanted- one into the 1st diagonal and one into the lad. Approx one day post index procedure, the patient suffered pci related mi. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.